Event description:
It was reported that pump malfunction occurred with malfunction code 24. Customer¿s blood glucose reading showed ¿high¿ and specific value was unknown. Customer administered correction injection using daily injections; there was no report of any additional medical assistance. Customer switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.